Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.

Manufacturer narrative:
No repair information available.